Event description:
A maude report was received stating that: "patient was switched from one mode of ventilation to another and while at bedside, the oxygen analyzer started to fluctuate from 58-70%. Pt was agitated and saturations dropped." "Injury-c, required intervention, product code: (an) -o2 (ccl), #010160455". Importer reference #: (B)(4). Manufacturer reference #: (B)(4).